Event description:
Literature was reviewed regarding a meta-analysis of transcatheter aortic valve replacement (tavr) cases with quadricuspid aortic valves. Of the 11 case studies that were analyzed, one involved a medtronic evolut r recipient who experienced trivial paravalvular leak post-tavr. Non-medtronic products were used in the remaining case studies. Separately, the authors alluded to other published findings indicating that medtronic corevalve recipients have a higher incidence of pacemaker implantation.

Manufacturer narrative:
Citation: khalifa ma, hashim ht, shimal aa, et al. Transcatheter aortic valve replacement in quadricuspid aortic valve: a systematic review and meta-analysis. Front cardiovasc med. 2025;12:1572251. Published 2025 may 30. Doi:10.3389/fcvm.2025.1572251 earliest date of publication used for date of event. Earliest approved corevalve/evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.